Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the transmitter was buzzing and blew out or burnt out. A replacement transmitter was sent to the patient. There were no consequences.

Manufacturer narrative:
The field complaint of the transmitter "buzzing and blow out/burn out" was not verified as the event was unable to be reproduced. The visual inspection revealed no burn marks nor physical damage to the unit. The unit was plugged into a working ac electrical outlet and powered on successfully. The unit proceeded to boot up to sleep mode, which is considered normal behavior for a transmitter. Software v8.3 rev.1 was installed with success, and the unit then went through the high level assembly functional test, passing all tests performed. In conclusion, there were no burn marks noticed throughout the analysis process, as well as, there being no issues or malfunctions present with the unit. The transmitter functioned as intended.